Manufacturer narrative:
Recall: continued: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Concomittant medical devices: model 3156, scs lead, implant date: unknown; model 3146, scs lead: implant date: unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg has been inoperable for 2 months. As a result, surgical intervention was undertaken wherein the device was replaced with a new model which resolved the issue.